Manufacturer narrative:
Section b5: the transplant due to ventricular tachycardia with ongoing right ventricular dysfunction is reported separately under MFR # 2916596-2019-04485. Manufacturer's investigation conclusion: evaluation of the patient¿s submitted photos confirmed a mark on the external portion of the silicone jacket on the patient¿s driveline; however, a direct cause for the event could not be conclusively determined. The submitted log file contained data from (B)(6) 2019. The pump was set to a fixed speed of 9600 rpm and operated above the low speed limit of 9000 rpm for the duration of the log file. The log file consisted of pi events as well as power cable alarms and low battery advisory alarms which appeared to be associated with routine power exchanges. There were no atypical alarms and the log file appeared to show the system operating as intended. The heartmate ii lvas patient handbook contains a section on caring for the driveline. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. This report concerns the lvas. The mpu is reported under MFR. #2916596-2019-04138.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient noticed a burnt smell and light brown marks on the percutaneous lead (pl). Log files and a photo of the pl were sent for review. Technical services observed a no external power event that was caused by power to the mobile power unit being briefly interrupted. The log file contained no evidence of any type of pl issue that would cause a burning smell. The photo showed a small brown mark on the outer surface of the pl silicone jacket, which appeared to have been caused by something externally making contact with the pl silicone jacket.